Event description:
"Leaking from the distal y-site after administration of chemotherapy via IV push. Chemo agents were 5fu, gemzar. Leakage occurred during infusion of primary solution creating a puddle on patient. No patient injury reported."